Event description:
Olympus was informed that the user experienced a shock while plugging in the device.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that a student who was assisting in the procedure received a shock while setting up the equipment for an unidentified procedure. The user facility reported that the shock may have been a static discharge, and there was no injury to the user. The student reportedly did not require any medical attention and was reportedly doing fine. The device referenced in this report was returned to olympus for evaluation. The distal-end cover was noted to have cracks, nicks, dent marks, and failed the insulation test which may have caused or contributed to the user¿s experience. The air/water flow and the suction flow were functioning properly when evaluated. However, there were nicks and dent marks on the air / water supply inlet, and the air / water supply inlet at the scope connector side was loose and misaligned. The reported phenomenon was due to mishandling. The device was repaired and returned to the customer. This report is being submitted as an MDR in an abundance of caution.